Event description:
It was reported that this right ventricular (rv) lead exhibited slightly elevated thresholds and impedance values were noted to be higher than implant, measuring 684 ohms. A micro dislodgement was confirmed. Due to this patient being pace-dependent, a lead revision was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis since it was disposed.